Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample information: infusomat space, 8713050, serial no.: (B)(6). History files inspection: on 01/25/2026, the flow rate of 4ml/h and the dosage of 0.05mg/ml reported by the user were not programmed. On 01/25/2026, the following were programmed: at 03:08:05, volume of 40.01ml and at 15:41:54, volume of 44.94ml. No dosage was programmed. The drug fentanyl was not selected in the drug library. The infusion of 40.01ml began at 03:08:11, and the total volume infused was already 56.66ml, which was not reset by the user. Flow rate already in use of 2ml/h. The infusion was stopped by the user at 15:40:26. Total volume infused: 81.73ml. The operating unit was opened by the user at 15:41:25. The infusion of a volume of 44.94ml began at 15:41:55, with a total volume of 81.73ml already infused, which was not reset by the user. Flow rate already in use of 2ml/h. The infusion was stopped by the user at 23:56:29. Total volume infused: 98.22 ml. The total volumes infused were consistent with the user's schedules and actions. No error was found in the infusion time. The drug fentanyl was selected from the drug library on 01/27/2026 at 4:27:36 pm with a volume of 50 ml. At 4:28:05 pm, the dosage was programmed at 2.857 mcg/kg/h and a flow rate of 3.9 ml/h. At 4:28:16 pm, the flow rate was changed to 4 ml/h. The infusion started at 4:28:18 pm and was stopped at 4:35:25 pm due to a pressure alarm activated by the equipment, with a pressure level in use of 7 (factory default is 5); the total volume infused was 0.09 ml. The total volume infused was consistent with the programming and user actions. No error was found in the infusion time. On january 27, 2026, at 4:36:15 pm, the user deactivated the pressure alarm and restarted the infusion at 4:36:17 pm. The total volume infused was 0.09 ml. Between january 27, 2026, and january 28, 2026, the user changed the volume 5 times. Respectively to 8.51 ml, 51.19 ml, 10.47 ml, 65 ml, and 6.58 ml. Stopping the infusion on january 28, 2026, at 5:27:32 am. The total volume infused was 51.51 ml. The total volume infused was consistent with the user's programming and actions. No error was found in the infusion time. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the programming provided in the technical complaint to check the accuracy of the device. The programmed volume was 50 ml, with a programmed flow rate of 4 ml/h, in 12h30min. The volume infused was 51 ml with an error of +2.0% and the infusion time was 12h30min with an error of 0.0%. The test was approved (system accuracy is typically ±5% of volume, according to iec/en 60601-2-24). Conclusion: the technical defect could not be confirmed. In analyzing the usage history, no evidence of an infusion error was found on the date reported by the user. In analyzing the history in search of the schedule provided by the user, a part of it was found on january 27, 2026, not on january 25, 2026. It was verified if the infusion occurred correctly until it was stopped by the equipment due to the activation of the pressure alarm. The user deactivated the alarm and continued the infusion, programming volume and flow rate instead of dosage. The result of the functional test showed that the equipment is infusing exactly as programmed. No error was found in the infused volume or infusion time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant: "the patient was intubated, mechanically ventilated, and sedated. She was using fentanyl 0.05mg/ml in a 10ml vial (samp). An infusion of 4ml/h was started at 00:00, and the solution ran out at 03:00. The nursing technician reported the premature end of the infusion. The pump programming was correct, and no alarms were triggered. There were no hemodynamic repercussions. The on-call physician, dr. (B)(6), was notified, a request was opened for clinical engineering, and the infusion pump was retrieved. The pump was removed. The event was considered serious. Evolution unknown. The incident occurred at 03:00. The patient's condition is serious. Programmed infusion time of 12 hours. Programmed volume of 50 ml. Flow rate of 4 ml/h. Date of occurrence: (B)(6) 2026 at 3:00 am."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.